Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed. The provided log file, as well as a log file extracted from the controller during testing, were reviewed, collectively containing data spanning approximately 4 days (14sep2022 ¿ 18sep2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm correlating to a load test failure condition (f36) was observed on (B)(6) 2022 at 00:56. At this time, the unloaded voltage was observed to have been under the acceptable voltage threshold, triggering the alarm. The alarm remained active throughout the remainder of the log file until the controller was fully disconnected from the driveline and shut down to perform the reported exchange at 10:38 on the same day. The returned system controller (serial number (B)(4) was functionally tested and was found to perform as intended with the returned backup battery (serial number (B)(4) in use. Atypical events were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with backup battery fault conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient accidentally unplugged the mobile power unit (mpu) from the wall overnight on (B)(6) 2022, resulting in a no external power alarm and subsequent backup battery fault. The alarm did not resolve with backup battery exchange. The controller was exchanged and no further alarms were observed. Log file review confirmed backup battery faults on (B)(6) 2022. Mpu manufacturer's report: (B)(4).